Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 355 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported the patient experienced sudden withdrawal-type symptoms. The logs were checked, and no unusual logs were found. It was believed that the patient had a refill done on (B)(6) 2016 and believed a change of some kind was made on (B)(6) 2016 but was not sure what it was. They were planning to do a dye study to check the catheter. It was unknown at this point if there was a system issue. It was later reported that they did a catheter rotor study, and the CT appeared to show dye outside the catheter at the pump connector site. They would need surgery to fix this. Withdrawal symptoms included tremors. Diagnostics performed included a catheter and rotor study. The patient was admitted for neurosurgery evaluation and treatment. The cause of the withdrawal-type symptoms was the patient appearing to have a leak at the pump and catheter connector site. The patient was being supplemented with oral baclofen through a gastrostomy tube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-nov-29. The cause of the leak was determined during pump replacement as a puncture hole in the catheter. The healthcare provider (hcp) believed the puncture hole was due to a refill that had occurred recently because the catheter was coiled in front of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.